Manufacturer narrative:
Detailed product information was not provided to bsc. A good faith effort was made to obtain the batch/lot number and other relevant details; however, this information could not be retrieved. As a result, the complete UDI and other product-specific information are unavailable. A supplemental report will be submitted if additional details become available.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous vessel. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the image suddenly disappeared during the third imaging attempt. It was initially suspected to be a lost image; however, after completing the pci, the image reappeared upon review, and it was considered that air ingress might have occurred. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous vessel. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the image suddenly disappeared during the third imaging attempt. It was initially suspected to be a lost image; however, after completing the pci, the image reappeared upon review, and it was considered that air ingress might have occurred. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous vessel. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the image suddenly disappeared during the third imaging attempt. It was initially suspected to be a lost image; however, after completing the pci, the image reappeared upon review, and it was considered that air ingress might have occurred. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
H6 device codes: corrected. The device was returned for analysis. Visual inspection revealed no issues and the device appeared to be in good condition. Impedance testing revealed an electrical open at the distal end of the catheter between 0-10cm from the distal housing. During the flush test, the device flushed normally when the telescope was fully retracted and fully advanced. No signs of leak were observed.